Manufacturer narrative:
(B)(4). Batch #unk. Maude report number: mw5094027. No contact information provided, therefore, no follow up could be conducted. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a partial liver resection surgery, the surgeon requested use of a 35mm ethicon vascular stapler. During use, it was identified that the stapler misfired, resulting in an injury to the vena cave requiring repair. Once identified, surgical stapler was removed from the surgical field and removed from use. There were no patient consequences reported.